Event description:
Patient was treated with medtronic device anuerx and endologix devices on (B)(6), 2008. Aneurysm continued to grow. Endoleak was present which was treated with endologix limb extension . No leakage was noticed post-procedure.

Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusion can be drawn.